Event description:
Pt required defibrilation during a surgical procedure. The staff attempted to charge the unit using internal paddles. The unit would not charge. The staff obtained another set of co's internal paddles (serial number unknown) and defibrillated the pt. There was no adverse effect on the pt.